Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow stopped during prime. Blood glucose value is unknown. Customer changed the reservoir and cleared the alarm. Product would be replaced but not returned.